Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The pump reportedly emitted a "replace battery" alarm and then emitted a "low battery warning. The reporter believed there may have been issue with the battery indicator since the pump directly emitted a "low battery" warning when the battery life indicator went from 3 bars to 1. The energizer lithium aa battery reportedly used when the incident occurred. There was no reported damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box revealed one ¿call service (cs) 128 replace battery¿ alarm and one ¿cs177 low battery¿ warning due to normal battery wear on (B)(4) 2015. There was no evidence of short battery life observed. The returned battery cap and cartridge cap were used to complete the investigation. The battery compartment was found to be cracked below the bumper pad. During evaluation, the ¿ez-prime¿ steps were successfully performed on the pump. All current draws were within specification. The pump¿s cover was removed; there were no intermittent conditions found to the power pcb or to the cgm module. The reported "short battery life" was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).